Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastric bypass procedure, the device could not be opened after loading the peri strips. A new one was opened to complete the case. There was no reported pt consequence.